Manufacturer narrative:
(B)(4). The device is not intended for sale in the us. A similar device is for sale in the us. The results of the investigation are pending at the time of this report.

Event description:
The customer reports that after 10 days of use one lumen disconnected. The catheter was replaced.

Manufacturer narrative:
(B)(4). Visual inspection could not be performed as no sample was returned for analysis. The customer returned two photos that show the luer hub separated from the medial extension line. A potential root cause for the separated luer hub could not be determined from the images. A device history record (DHR) review was performed and no relevant findings were identified. The report that the luer separated from the extension line was confirmed through examination of the customer supplied photos. The images show the leur separated completely from the extension line, however, the actual complaint sample was not returned for evaluation. The DHR review indicated no evidence to suggest a manufacturing related cause. The probable cause of the luer separating from the extension line could not be determined based upon the information provided and without the actual complaint sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that after 10 days of use one lumen disconnected. The catheter was replaced.